Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate ref or user reused test strips or user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Event description:
Consumer complaint of low blood results. She opened test strips lot#: pr1978 last week, expiration date 05/28/2014 and are properly stored. Customer expected range is 120 mg/dl - 130 mg/dl in the morning: fasting. She has no hypoglycemic symptoms and no medical attention was require. Confirmed the test strips and control solution were recently opened and are not expired. Customer keeps test strips in bedroom at room temperature and always keeps lid closed. Reviewed memory for previous results. No adverse event reported.